Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an infrarenal aortic stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years later during a routine follow up, a computed tomography angiogram (cta) revealed a 3b endoleak. The physician performed a re-intervention and elected to re-line the existing grafts with an afx2 bifurcated stent graft and two (2) vela suprarenal stent graft extensions. Reportedly, the patient tolerated the procedure well and was discharged.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an infrarenal aortic stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately eight (8) years later during a routine follow up, a computed tomography angiogram (cta) revealed a 3b endoleak. The physician performed a re-intervention and elected to re-line the existing grafts with an afx2 bifurcated stent graft and two (2) vela suprarenal stent graft extensions. Reportedly, the patient tolerated the procedure well and was discharged. Updated information: the clinical assessment determined that there was evidence to reasonable suggest a type 3a endoleak with component separation occurred. Re-intervention was successful. The final patient status was reported being stable.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the type 3b endoleak of the main body and secondary endovascular procedure complaint is confirmed. The clinical assessment determined that there was evidence to reasonable suggest a type 3a endoleak with component separation occurred that were not included in the event as reported. The type 3b endoleak was most likely due to the type 3a endoleak which resulted in puncturing the strata material of main body due to severe aortic angle. The type 3a endoleak with component separation was most likely due to the aortic remodeling observed at 37m post initial implant (anatomy related). The final patient status was reported being stable. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.